Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noisy signals. Technical services (ts) reviewed the reports and noted that the impedance was jumpy and jumped to a high out of range impedance value. Additionally, there was farfield oversensing of ventricular signals on the atrial channel in an atrial tachy response (atr) episode. Ts suggested reprogramming options. The lead remains in use. No adverse patient effects were reported.